Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg. Customer reloaded the cartridge to resolve the issue.